Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke and fractured. The procedure was with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The force bipolar instrument passed the electrical continuity and energy delivery tests. There were no signs of thermal damage and no missing material. The complaint regarding the force bipolar breaking was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.